Manufacturer narrative:
Section b5 was updated to include additional information that was provided by the customer. The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. An increase in complaints has been observed for list number 7k78 however, no related trends were identified regarding commonalities for lot number 45695ud00 and the issue. Device history record review did not identify any non-conformances or deviations with lot 45625ud03 and the complaint issue. The overall performance of architect total b-hcg was reviewed using field data from customers worldwide. The median value for the negative population for lot 45625ud03 is within established limits. In-house accuracy testing was completed using panels which mimic patient samples using a retained kit of lot 45625ud03 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the architect total b-hcg reagent for lot 45625ud03 was identified.

Event description:
The customer observed a false positive architect total b-hcg result for a 34 year old female patient. The following data was provided: initial result = 28.17 miu/ml, repeat was <1.2 miu/ml. No impact to patient management was reported. Additional data was provided for another sample: (B)(6) 2023 initial result = 47.47 miu/ml, repeat was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for a 34 year old female patient. The following data was provided: initial result = 28.17 miu/ml, repeat was <1.2 miu/ml no impact to patient management was reported.